Manufacturer narrative:
Correction: per the clinic, the device was explanted on (B)(6) 2024 due to migration of electrode array; not (B)(6) 2024 due to incorrect placement as previously reported. Updated device analysis report attached.

Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the device was explanted on (B)(6) 2024, due to incorrect placement and the patient was re-implanted with a new device during the same surgery.